Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2014 with the following findings: the black box and alarm history shows multiple ¿cs088¿ watchdog alarms. Moisture corrosion was found to the battery canister. No ¿cs088¿ alarm or any eaw occurred during the investigation, unable to duplicate ¿cs088¿ complaint. The pump¿s case was removed, further moisture corrosion is observed to pcb on the force sensor, the transceiver board, and on c55 component.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.